Manufacturer narrative:
Based on the information available at this time, the specific complaint file covered by this investigation does not warrant CAPA escalation individually. If new information is received, the need for corrective action will be reassessed. Device complaints will be monitored through tracking and trending and escalated to CAPA when appropriate.

Event description:
It was reported that the patient presented remotely with an implantable cardioverter defibrillator that was post paced t-wave oversensing. Programming changes were made, and the patient was stable.